Event description:
Customer reported that she went to the hospital after collapsing in a train station and losing her insulin pump. Customer stated that they are unaware on why this occurred. Customer believes that she may have been using another pump that was not programmed. Customer regained consciousness four days later but is still unsure about what happened. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.